Manufacturer narrative:
Patient information is not available for reporting. Additional device product codes: mnh, mni, kwq, kwp. Device broke intra-operatively and was not fully implanted or explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as part was discarded by the facility. (B)(6). Device history record (DHR) review request: part # 04.632.750, lot # 9882155: manufacture site: (B)(4), manufacture date: 18-aug-2015. No non conformance reports (ncrs) or scrap were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: during an initial degenerative lumbar posterior fusion on (B)(6) 2016, the head of a 7.0 mm titanium matrix polyaxial screw 50 mm thread length came off of the shaft of the screw and fell into the patient. The fragment was retrieved. The procedure was completed using a same/like product. Surgical delay and patient outcome is unknown. Concomitant devices reported: unknown instrument. This is report 1 of 1 for (B)(4).